Event description:
New information received on 18 jan 2024 indicated that there was also far r over-sensing and inappropriate automatic mode switch. The patient was stable.

Event description:
It was reported that the patient presented with post paced t-wave over-sensing on the implantable cardioverter defibrillator. Programming changes were made. Further information was requested but not received.